Event description:
Consumer reported complaint for error message (e-2). The customer reported not feeling well; customer stated that he is having pain inside (exact symptoms not provided) and customer believed his blood glucose was high. During the call, a blood test was performed by the customer fasting and produced test result of 402 mg/dl using true metrix go meter. Customer is aware that his blood glucose is high because his dr. Recently increased his metformin (customer did not advise if this was during a scheduled appointment). The product is stored according to specification; customer stated he had the strips in his truck but just opened them last night. The test strip lot manufacturer¿s expiration date is 07/30/2025.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: pain. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.